Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, the root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor complaints for this device.

Event description:
During the evaluation of the bronchovideoscope, the vent valve was internally rusted. There were no reports of patient involvement.